Event description:
Information obtained that the patient had recently passed away. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient's death was not related to the vns and the cause of death was listed as sudep. It is unknown if the devices were explanted. Per the death from the vns provided seizure reduction for the patient.